Manufacturer narrative:
(B)(4) follow up: it was reported there is leakage. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, two photos and one video were received for evaluation by our quality team. The photos show a packaging shelf box and a needle assembly with no plastic shield. The needle has a droplet of solution in the middle of the hub. The video shows a needle assembled to a syringe. When the syringe plunger rod is pushed down to expel the solution, solution comes out from the needle point and the middle of the needle hub. No other defects or imperfections were observed. A device history record review was completed for provided material number 305165, lot 2244945. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation with the video sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
Impact to employee has radioactive material.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 305165 batch # 2244945. Verbatim: leakage from the syringes.

Manufacturer narrative:
(B)(4). Follow up for device evaluation: it was reported there is leakage. To aid in the investigation, one sample with no packaging blister, two photos and one video were received for evaluation by our quality team. A visual inspection was performed with 30x magnification. The needle hub has a molding short shot approximately 3/8" from the bottom of the needle hub. The sample was assembled to a syringe with saline solution. There was an observed leak through the short shot. The photos provided show a packaging shelf box and a needle assembly with no plastic shield. The needle has a droplet of solution in the middle of the hub. The video shows a needle assembled to a syringe. When the syringe plunger rod is pushed down to expel the solution, solution comes out from the needle point and the middle of the needle hub. No other defects or imperfections were observed. This condition occurs if there is an imperfection in the tooling mold. A device history record review was completed for provided material number 305165, lot 2244945. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. Based on the investigation with the returned sample analysis the symptom reported by the customer is confirmed.